Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes, indicating software error and communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). The ventilator was investigated on site and control printed circuit board (pcb) was replaced and returned for investigation. Control printed circuit board (pcb) controls the breathing pattern for all ventilation modes. The reported deviation with two technical errors was reproduced during test of the returned control printed circuit board (pcb). The conclusion of the investigation is that the issue occurred, due to a failing cpu on the control pcb. The failure was confirmed in received device logs. Why the central process unit (cpu) failed has not been determined.

Event description:
Manufacturer ref. #: (B)(4).